Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have proximal coil damage. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the clear medical adhesive was torn/separated from the gore at the proximal end of the spring electrode and the proximal spring was stretched at this point.